Manufacturer narrative:
The insulin pump was received with an intermittent button response due to corroded keypad traces. There was no button error alarm. The insulin pump was received with a minor scratched display window. The insulin pump was received with a cracked reservoir tube lip. The insulin pump was received with a missing end cap sticker.

Event description:
The customer reported that she had a button error alarm on the insulin pump. Customer will be sent a replacement pump.